Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer's wife stated that the customer had been struggling with high blood glucose levels, so he changed his infusion set multiple times and took manual injections. However, the customer's blood glucose levels continued to rise. Nothing further was reported.